Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen has issues. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/05/2023, 06/08/2023 and 06/28/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.